Event description:
It was reported that the device would not power on with ac or dc (battery) power. There was patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Due to the age of the device and the costs associated with the repair, the customer has declined service and elected to purchase a new unit. The cause of the reported failure could not be determined.